Event description:
Customer reportedly received results of 368 mg/dl and 171 mg/dl within 10 minutes on the advantage system. No high blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. The customer did not indicate when the discrepant results occurred. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 549525, expiration date 02/29/2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.